Event description:
A diagnostic procedure was being performed on a proportional to overweight male pt. The initial attempt to access with the arstasis device was made by an attending fellow on the case. Upon first attempt, he was unable to gain access and he removed the device. He then tried a 2nd attempt to access the artery and was unsuccessful, the device was removed. The physician then made a third attempt, inserting the guidewire and backloading the device over the wire. He encountered difficulty advancing the device and did not achieve initial blood mark. The physician pulled back on the device to remove it; however, he encountered difficulty. Fluoroscopic visualization revealed that the device had separated at the sheath and anchor. The physician attempted to extract the sheath using tweezers and hemostats but was not successful. A second surgeon was summoned retrieved the sheath by making a small nick at the access site. The procedure continued and was successfully completed with no pt injury. A starclose device was used to close the pt.

Manufacturer narrative:
A CAPA investigation has been conducted into the identification of a root cause for sheath detachments and as a result of the investigation, arstasis has identified a design improvement, new spec and new test method that are intended to reduce the incidence of sheath detachment. The design change has been submitted to the peripheral vascular devices branch in the office of device eval as a special 510(k) submission. The submission is currently under review.